Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead impedance and the threshold increased. Physician thought that the changes were due to medication. The threshold came down slightly during follow up. The lead remains in use. No patient complications have been reported as a result of this event.